Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for return. The device history review for the product visistat 35w 6/box lot #73c1700159 investigation did not show issues related to the complaint. A verification of failure mode reported in the current manufacturing process was and the issue reported "jamming" was not observed in the current manufacturing process, the staples were loaded and released correctly. Corrective actions cannot be established, the root cause cannot be determined, and the customer complaint cannot be confirmed since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was found jamming during usage. There was no patient injury.